Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1475 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. C06519) for female sterilisation. The patient had a medical history of surgery (excision of pilonidal cyst or sinus- (B)(6) 2005 sterilization system implant, transcervical, and delivery device- (B)(6) 2014 laparoscopic salpingectomy- (B)(6) 2019), pelvic pain female (patient had essure placed about a year ago and she gets pain every month after her period finishes for one or two days. She feels the pain gets worse if she has sex the week after her period.), pregnancy test urine negative, anemia and obesity. Previously administered products included: depo provera. The patient had a family history of diabetes. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1949 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingectomy laparoscopic (bilateral) and essure remova). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: right: 1 coils, left:1 coils discrepancy noted removal date of drug updated to (B)(6) 2019 from (B)(6) 2018 discrepancy noted insertion date of drug updated to (B)(6) 2014 from (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.89 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: hysterosalpingogram with injection indications: infertility findings: scout films: essure device seen. Uterus: normal endometrial cavity. Fallopian tubes: essure device in satisfactory position. There is blockage of the both fallopian tubes. Impression: status post essure device placement with blockage of both fallopian tubes [pathology test] on (B)(6) 2019: surgical pathology report final pathologic diagnosis bilateral fallopian tubes, bilateral salpingectomy: - bilateral fallopian tubes, completely transected and showing paratubal cyst (x1) and no other histopathologic changes. Clinical information desires removal of tubes with essure device pelvic pain laparoscopic bilateral salpingectomies specimen(s) submitted as: fallopian tube, salpingectomy - bilateral fallopian tubes gross description: fallopian tube is purple-tan, fimbriated and 5.9 cm in length by 0.8 cm in diameter. Fallopian tube b is purple-tan, non-fimbriated discontinuous and 4.9 cm in length by 0.6 cm in diameter [ultrasound pelvis] on (B)(6) 2016: pelvic exam history: reason: pelvic pain, mildly more prominent in left adnexa. Findings: essure not seen; on (B)(6) 2019: imaging history: reason: pelvic pain, rule out cyst/torsion impression: essure device seen within the cornua of the uterus bilaterally. Otherwise, pelvic ultrasound exam within normal limits. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Reporters' information added. Patient medical history and lab data added including pathology test. Lot number added. Nondrug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2014, the patient had essure inserted. On (B)(6), 2018, 1475 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. C06519) for female sterilisation. The patient had a medical history of surgery (excision of pilonidal cyst or sinus- (B)(6) 2005 sterilization system implant, transcervical, and delivery device- (B)(6) 2014 laparoscopic salpingectomy- (B)(6) 2019), pelvic pain female (patient had essure placed about a year ago and she gets pain every month after her period finishes for one or two days. She feels the pain gets worse if she has sex the week after her period.), pregnancy test urine negative, anemia and obesity. Previously administered products included: depo provera. The patient had a family history of diabetes. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1949 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingectomy laparoscopic (bilateral) and essure remova). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: right: 1 coils, left:1 coils discrepancy noted removal date of drug updated to (B)(6) 2019 from (B)(6) 2018 discrepancy noted insertion date of drug updated to (B)(6) 2014 from (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.89 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: hysterosalpingogram with injection indications: infertility findings: scout films: essure device seen. Uterus: normal endometrial cavity. Fallopian tubes: essure device in satisfactory position. There is blockage of the both fallopian tubes. Impression: status post essure device placement with blockage of both fallopian tubes [pathology test] on (B)(6) 2019: surgical pathology report final pathologic diagnosis: bilateral fallopian tubes, bilateral salpingectomy: bilateral fallopian tubes, completely transected and showing paratubal cyst (x1) and no other histopathologic changes. Clinical information: desires removal of tubes with essure device pelvic pain, laparoscopic bilateral salpingectomies. Specimen(s) submitted as: fallopian tube, salpingectomy - bilateral fallopian tubes gross description: fallopian tube is purple-tan, fimbriated and 5.9 cm in length by 0.8 cm in diameter. Fallopian tube b is purple-tan, non-fimbriated discontinuous and 4.9 cm in length by 0.6 cm in diameter [ultrasound pelvis] on (B)(6) 2016: pelvic exam history: reason: pelvic pain, mildly more prominent in left adnexa. Findings: essure not seen; on (B)(6) 2019: imaging history: reason: pelvic pain, rule out cyst/torsion impression: essure device seen within the cornua of the uterus bilaterally. Otherwise, pelvic ultrasound exam within normal limits. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.